Manufacturer narrative:
Title: percutaneous thermal ablation of hepatic tumors: local control efficacy and risk factors for artificial ascites failure source: international journal of hyperthermia 2021, vol. 38, no. 1, 461¿470. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study reported on the incidence of artificial ascites success during thermal ablation and to evaluate the risk factors related to technical failure. Between january 2015 to july 2018, 341 patients with 520 tumors underwent thermal ablation assisted by artificial ascites (aa). Cool tip rfa system was used for rfa and ky-2000 mwa system (kangyou medical, nanjing, china) was used for microwave ablation. The major complications in the aa success group included: liver abscess (1), severe hepatic bleeding (1) and acute pulmonary infection (1). The one major complication in the aa failure group was colon perforation. It is unknown which thermal ablation device was used during these adverse events.